Event description:
Health professional reported "band explant due to large pouch dilation, change in position of the orientation."

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2011. The product associated with this report was returned however the device analysis results are pending at this time. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Band slippage and pouch dilation are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." Device labeling addresses the reported event of pouch dilatation as follows: "frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Band slippage and/or pouch dilatation can occur."